Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged, which was confirmed via x-ray. The lead also exhibited high capture threshold. The lead was removed and replaced on (B)(6) 2018 and the patient was stable and recovering post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.